Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they could not pair this with the samsung phone . The patient was concerned implant was off as they did not feel it and the hospital wants them to charge it. No cause know, normal wear and tear. During call, assisted with disabling the blue tooth from phone and re-establishing with the communicator. The patient was than able to connect to implant and turn it on as it was off. Once patient was able to feel it, they brought it down a notch so that it was comfortable. This issue was resolved. Furthermore, patient stated on call during troubleshooting with external equipment that they had an infection at the implant site and it was leaking blood and fluid.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.